Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: contralateral deflation. Visual analysis of the returned device identified; delamination of valve, flat creases. The leak test and microscopic analysis was performed which identified: total delamination of diapherm flange disk, a curved cracked opening in valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported left side "valve delaminated from shell." The device has been explanted.